Event description:
It was reported that the patient developed an infection along the lead track. Symptoms included redness. Perioperative antibiotics had been administered. A culture was obtained from the lumbar region which revealed staph. The patient was given oral antibiotics and the infection resolved. It was noted that the patient was a smoker.

Manufacturer narrative:
Product ID 3777-45, lot# v884055033, implanted: (B)(6) 2012, explanted: product typ lead; product ID 3777-45, lot# v884055018, implanted: (B)(6)2012, explanted: product typ lead; product ID 37754, serial# (B)(4). Product typ recharger; product ID 37744, serial# (B)(4), product typ programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012 explanted: product typ extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) /2012 explanted: product typ extension. (B)(4).